Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 16-apr-2024, the patient reported that there was leakage at site. The infusion set was used for two days. No further information was available.